Manufacturer narrative:
Unknown, not provided. If implanted, give date: not applicable, as lens was removed during the same procedure. If explanted, give date: not applicable, as lens was removed during the same procedure. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when the surgeon advanced the tecnis simplcty preloaded intraocular lens (iol), it advanced sideways onto the lens injector causing the lens to tear. The iol was manually inserted with a surgical instrument into the patient's left eye. There was no patient injury reported. No further information was provided.

Manufacturer narrative:
Section d9. Device available for evaluation? Yes returned to manufacturer on: 10/5/2021 section h3. Device evaluated by manufacturer? Yes device evaluation: visual inspection of the complaint handpiece revealed that the cartridge had been cut in half. Further inspection revealed that the plunger rod had been damaged; however, it was received sticking out of what remained of the cartridge and may be attributed to handling during shipping. No complaint lens was received as part of the return. The complaint issues could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed a complaint with the same codes as the reported complaint issue, however based on investigation results the complaint issue was not confirmed. Based on the history search results, no escalation was required. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.